Event description:
Reportedly, when the specimen was placed in the bag and attempted to remove it from the abdomen, the bag split and the specimen was lost in the patients cavity. The procedure had to be converted to open to enable the surgeon to find and remove the specimen (ovary). No further patient injury reported.